Event description:
A report was received that a pt has an infection and will be meeting with her physician to clear out the infection. The physician re-opened the pt's left and right incisions and saw no signs of infection. The physician did notice something on the pt's skin around the midline incision but it was superficial. A culture was taken but results have not yet been released. The pt's symptoms were slight soreness. The physician irrigated the wounds and resealed them. The pt is reportedly doing well.